Manufacturer narrative:
Additional information was received which indicated that the first valve (now confirmed as (B)(6)) was attempted to be implanted at the recommended depth but dislodged post release with a final depth of ¿1/3¿ reported. After this dislodgement, moderate paravalvular leak (pvl) was observed. The second valve (now confirmed as (B)(6)) after it was implanted and prior to the balloon aortic valvuloplasty (bav) was not constrained. After this valve was implanted, the pvl diminished significantly, with trace pvl at most. This valve was at a depth of ¿2/3¿. As reported, post implant the valves did not occlude the left main coronary artery. No additional adverse patient effects were reported. Updated data: additional device code a051201 applied corrected data: device code a150101 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that it is unknown if an occlusion occurred and it is unknown what the cause was. No additional adverse patient effects were reported.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: evproplus-26us, serial/lot #: (B)(4), ubd: 22-dec-2021, UDI#: (B)(4). (B)(4). Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed successfully. An angiogram and echocardiogram revealed paravalvular leak (pvl). It was determined by the physician that a post balloon aortic valvuloplasty (bav) would have high risk of dislodgement due to a shallow valve deployment. Therefore, a second transcatheter bioprosthetic valve was implanted slightly deeper to mitigate the pvl. Coronary perfusion was observed via an angiogram. A post bav was performed with a 23 millimeter (mm) balloon. The pvl resolved and the valve fully expanded. Following the procedure, the patient had chest pain and coded. It was confirmed that the left main artery was occluded and the valves were surgically explanted and replaced with a non-medtronic surgical valve. No additional adverse patient effects were reported.